Manufacturer narrative:
The customer did not sent pictures or the physical sample for the investigation, also we were unable to review the device history record since the lot number was not provided. Therefore; the defect reported by the customer was not confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 6850-vital signs® adult face mask with adjustable air cushion size 5 are not inflated well when he tries to inflate more air and it's not giving him a good seal. The customer mentioned that this could be a problem if he runs into a situation ventilating a patient. There was no patient involvement.